Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed three conforming clips and one malformed clip with gap as the clip snapped towards the tissue stop. No sideways feed occured during the analysis. The instrument locked out as intended. No conclusion could be reached as to what may have cause the clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a general procedure, the surgeon said the clips were coming out in different positions. Case completed with another device of the same product code. There were no patient consequences reported.